Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of left lower extremity deep vein thrombosis extending into the iliac vein. The deployed filter was placed below the renal veins via the right jugular vein. Inferior venacavagram performed revealed thrombus extending from the left common iliac vein into the inferior vena cava. No thrombus in the right common iliac vein, no caval anomalies. Approximately eight years post filter deployment, a CT of the abdomen and pelvis indicated the ivc filter in the infrarenal position with multiple legs projecting outside the lumen, with one penetrating the aorta and no adjacent hematoma. Left common iliac vein stent identified, possibly for the treatment of may thurner syndrome. Approximately one month later, the patient presented for inferior venacava filter removal via the right internal jugular vein. Venacavagram demonstrated no clot within the ivc filter. The ivc filter was retrieved. Post venacavagram identified one retained ivc filter leg embedded in the ivc wall. The patient was stable following the retrieval procedure. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed multiple legs projecting outside the lumen with one penetrating the aorta and no adjacent hematoma. Approximately one month later, the ivc filter was retrieved. Post venacavagram identified one retained ivc filter leg embedded in the ivc wall. Therefore, the investigation is confirmed for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and the filter struts have perforated into the organs. Furthermore, it was alleged that one strut perforated the abdominal aorta and one detached strut is embedded in the vena cava. The patient experienced abdominal pain post filter deployment. The device was removed percutaneously. One filter strut remains embedded in the patient¿s vena cava. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. A vena cava filter was deployed for a preoperative diagnosis of left lower extremity deep vein thrombosis extending into the iliac vein. The deployed filter was placed below the renal veins via the right jugular vein. Inferior venacavagram performed revealed thrombus extending from the left common iliac vein into the inferior vena cava. No thrombus in the right common iliac vein, no caval anomalies. Approximately eight years post filter deployment, a CT of the abdomen and pelvis indicated the ivc filter in the infrarenal position with multiple legs projecting outside the lumen, with one penetrating the aorta and no adjacent hematoma. Left common iliac vein stent identified, possibly for the treatment of may thurner syndrome. Approximately one month later, the patient presented for inferior venacava filter removal via the right internal jugular vein. Venacavagram demonstrated no clot within the ivc filter. The ivc filter was retrieved. Post venacavagram identified one retained ivc filter leg embedded in the ivc wall. The patient was stable following the retrieval procedure. The device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed multiple legs projecting outside the lumen with one penetrating the aorta and no adjacent hematoma. Approximately one month later, the ivc filter was retrieved. Post venacavagram identified one retained ivc filter leg embedded in the ivc wall. Therefore, the investigation is confirmed for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and the filter struts have perforated into the organs. Furthermore, it was alleged that one strut perforated the abdominal aorta and one detached strut is embedded in the vena cava. The patient experienced abdominal pain post filter deployment. The device was removed percutaneously. One filter strut remains embedded in the patient¿s vena cava. The current status of the patient is unknown.